Manufacturer narrative:
The hospital biomed replaced the bag port. No report of patient involvement.

Event description:
The hospital reported that the top of the bag arm was broke, affecting manual ventilation. There was no report of patient involvement.